Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The events of hard and fibrotic are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ induration or nodules at the injection site. ¿ patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment.

Event description:
Healthcare professional reported patient was injected with juvéderm® volbella¿ with lidocaine in the periorbital area. Two years later, injection site became "hard, fibrotic, just like cartilage." The "induration couldn¿t be resolved with hylase". Patient is currently being treated with "cortisone injections into the lesions." Symptoms are ongoing.